Manufacturer narrative:
(B)(4).information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during an unknown procedure, there was a defective misfire. Unknown how case was completed. There were no adverse consequences for the patient.